Event description:
It was reported that during follow-up of an asymptomatic patient, noise resulting in pacing inhibition was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).